Event description:
It was reported that the ¿touchscreen does not always react¿. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.